Manufacturer narrative:
Component code: g01003. Investigation of the complaint issue included a search for similar complaints and review of complaint text, trending data, labelling, device history records and field data. Return testing was not completed as returns were not available. Field data for the architect stat high sensitive troponin-I reagent was used to review the median population by lot number. The median population result for lot 22311ui01 is within established baselines and comparable with all other lots in the field and confirms no systemic issue. Review of complaint activity and trending reports did not identify any issues for the product. Device history record review for lot 22311ui01 did not identify any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 22311ui01 was identified.

Event description:
The customer generated a false positive architect stat high sensitive troponin-I result. The following data was provided: sid (B)(6) (58 year-old female patient), result:161.60 pg/ml (female reference range: =15.6pg/ml). The customer indicated that the patient had tightness of chest but a normal electrocardiogram result. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is completed this report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. H3 other text : an evaluation is in-process.

Event description:
The customer generated a false positive architect stat high sensitive troponin-I result. The following data was provided: sid (B)(6) ((B)(6) year-old female patient), result:161.60 pg/ml (female reference range: =15.6pg/ml). The customer indicated that the patient had tightness of chest but a normal electrocardiogram result. No additional patient information was provided. No impact to patient management was reported.